Manufacturer narrative:
(B)(4). Batch # l51511. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Additional information was requested and the following was obtained: please provide details as to how the stapler did not work. Staple clips were not joining together. The staples did not form the b shape and there is no consistent stapling formation.

Event description:
It was reported that during a lower abdominoperineal resection procedure, the stapler was not working; had to use sutures for anastomosis. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results showed that the tx60g device arrived in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. Event could not be confirmed as no cartridge was returned for analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.